Event description:
It was reported that stent fracture occurred. The stenosed target lesion was located in the densely calcified right coronary artery (rca). A 38 x 4.00 promus premier was advanced for treatment. However, during the procedure, when positioning in the distal third of the rca, a fracture and deformation of the struts were noted. The entire system was removed along with the guide catheter. The procedure was completed, and no other information was reported.

Manufacturer narrative:
The promus premier ous mr 38 x 4.00mm stent delivery system was returned for analysis. Visual and tactile inspection revealed a hypotube shaft break 10 cm from the distal tip. The remaining section of the break, the hypotube, and the manifold were not returned for analysis. No issues were noted with the outer/mid-shaft sections or the inner lumen of the device. Stent damage was observed. Microscopic analysis showed the stent was pulled distally. The proximal section was pulled to the mid-section, and the struts were bunched and lifted. The distal section of the stent was situated on the distal balloon over the distal markerband. No issues were noted with the balloon, and it had not been subjected to positive pressure. No damage was noted to the markerbands or tip. The undamaged crimped stent od (outer diameter) was measured, and the result was within max crimped stent profile measurement.

Event description:
It was reported that stent fracture occurred. The stenosed target lesion was located in the densely calcified right coronary artery (rca). A 38 x 4.00 promus premier was advanced for treatment. However, during the procedure, when positioning in the distal third of the rca, a fracture and deformation of the struts were noted. The entire system was removed along with the guide catheter. The procedure was completed, and no other information was reported.